Manufacturer narrative:
Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that safety mechanism failed with an unspecified bd needle. The following information was provided by the initial reporter: it was reported that doctor locked the safety shield, however needle was not in all the way and resulted in a needle stick.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that safety mechanism failed with an unspecified bd needle. The following information was provided by the initial reporter: it was reported that doctor locked the safety shield, however needle was not in all the way and resulted in a needle stick.